Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl system, hip right, reason for revision - pain. Details received via (B)(4) ((B)(6) health & medicines authority) ref (B)(4) -translation indicates that the cup was revised, so must assume that the xl head and taper sleeve were also revised, perhaps the corail stem has stayed in situ - awaiting further details (B)(6) 2013 surgeon has responded and sent pre & post-revision x-rays of the right hip which show that the corail stem stayed in situ when the asr components were revised and confirmed that the reason for revision was pain, synovial cyst and there was no tumor and the ion levels were normal. Update received 27th june 2014. (B)(6) reference number added. Update 7 aug 2015: rec'd (B)(6) spreadsheet, marked com as legal, added kid, new revision date: (B)(6) 2012. (B)(4).